Event description:
It was reported that a malfunction occurred with a pump, identified by malfunction code malf 16, which could not be reset. The customer's blood glucose level reached 300.6 mg/dl, which is within the normal range, indicating there was no severe impact on the customer's health. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy, and a replacement pump was arranged by technical support. The customer knew how to store the pump and was advised to return the faulty pump using a pre-paid label within ten days, understanding and acknowledging these instructions.